Event description:
Event description guidant received information that a pacemaker-dependent patient with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a brady pause that was not appropriately detected, therefore necessary pacing was not delivered. It was reported that the patient developed syncope and fell, resulting in a head injury and subsequent hospitalization. It was later reported that the physician determined cross-talk had occurred, so the crt-d device sensitivity was then reprogrammed to least and a decision was made to implant an additional pace/sense lead. Guidant received subsequent information that although this device had not reached eri (elective replacement indicator), the the physician elected to replace it during the lead revision procedure in order to avoid a subsequent procedure at a later date.